Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6);product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine d rug via an implantable pump for unknown indications for use. It was reported that the patient reported discomfort from the pump flipping in pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting that was performed. However, the catheter removal and replacement occurred on (B)(6) 2024 and the pump pocket was revised. The medical history and patient weight were asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the hcp chose to replace the catheter. There was no additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.